Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported a patient experienced a cold foot following the initial implant of a bifurcated stent and a suprarenal aortic extension. The physician identified thrombus in the tibioperoneal and elected to complete a surgical repair to resolve the issue. The patient is reported to be well.